Event description:
Pt experienced injection site reaction with bruising, and being raw and bloody, during saizen therapy. Pt reported that when they were given their shot in their right buttonock, the nozzle broke off and caused an indentation. It then looked like it was going to bruise, and was "raw and bloody".